Manufacturer narrative:
The subject device was returned and underwent a visual inspection and functional tests to assess the device status. The reported issue was confirmed. In addition, noise due to faulty charged coupled device (ccd) and cracked ccd lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The reported risk/harm is addressed in the instructions for use (IFU): "should any irregularity be observed after inspection, follow the instructions as described in chapter 5, 'troubleshooting'. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, returning the camera head for repair. Warning. Using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
The customer reported to olympus that during reprocessing of this camera head, the paddle connector cracked. There were no reports of patient or user harm associated with this event.